Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was part of a system revision due to pocket infection with sepsis. It was also reported that the patient had an inflammation. The device pocket was opened and an antibiotic flush was administered. Additional information received from the field representative indicates that this ra lead was previously abandoned surgically. There were no additional adverse patient effects reported. This previously abandoned ra lead remains capped.

Event description:
Additional information received indicates that the previously capped right atrial (ra) lead was removed successfully. There were no additional adverse patient effects reported. The ra lead was explanted.